Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up it was reported the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with meropenem injection (ongoing,1gm per day via intraperitoneal, frequency not reported for this event) and vancomycin injection (ongoing,1gm every 96 hours via intraperitoneal). At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.